Manufacturer narrative:
H11: corrected data: corrected section h6 (method and results codes).

Manufacturer narrative:
UDI # (B)(4). Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. In addition, other patient risk factors such as the patient¿s younger age at implant may have contributed to this event. Of note, this pericardial aortic valve was initially used off label as it was implanted in the mitral position. Per the instructions for use (IFU), ¿the carpentier-edwards perimount magna ease pericardial bioprosthesis model 3300tfx is indicated for patients who require replacement of their native or prosthetic aortic valve.¿ the subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Please reference MFR report #2015691-2020-13432 for the report submitted on the patient's aortic valve.

Event description:
It was reported that a patient with a 19mm 3300tfx aortic valve and a 23mm 3300tfx valve implanted in the mitral position, underwent a double valve-in-valve procedure after an implant duration of four (4) years and six (6) months due to aortic and mitral stenosis. The tavr and tmvr were performed with a 20mm 9600tfx and 23mm 9600tfx transcatheter valves, respectively. The patient tolerated the procedure well and was transferred to the CT ICU in critical but stable condition. The patient was discharged home with home health services on pod #6.